Event description:
It was reported that prior to a patient under-going a gynecological procedure in (B) (6) 2008, the connector on the motor drive unit was found broken. There was no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.